Manufacturer narrative:
The table subject of the reported event was installed on july 15, 1997 and has been in use for approximately 21 years. The table has not been under a steris service contract agreement for maintenance activities since the table was installed in 1997. The steris technician's inspection identified that one of the table's securing screws had detached resulting in the reported "wobbly" table condition. The technician ordered a replacement screw for the subject device and completed repair activities. The 3080sp surgical table is designed with tilt functionality that is supported by two securing screws and a support bracket underneath the table's top clevis. The 3080sp surgical table operator manual contains a preventive maintenance schedule for the table stating (6-1), "table rigidity - check tabletop for any horizontal or vertical play. Check side tilt mechanism for any play and ensure screws on the top clevis and bottom support bracket are secure." The table was tested for proper operation and returned to service; no additional issues have been reported.

Event description:
Reference medwatch (B)(4). No injury to patient or staff was reported in association to the event.